Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was without display/charging status. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
The reported no power with the returned battery was not confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of a faulty cell pair and the battery exhibiting a high max error of 8%, indicative of a unit that is out of calibration. The faulty cell pair may be attributed to a manufacturing deficiency. Heartware has opened an internal investigation to evaluate these manufacturing deficiencies with faulty cell pairs. The max error increases if the patient does not drain their batteries down to 25% before changing them. This behavior was confirmed via review of the controller log files, which revealed several instances of premature power switching events prior to the 25% threshold involving batteries (B)(4). The controller that logged these power switching events did not have the smr upgrade. The reported no power was not duplicated at the bench level; the battery was operational and was working as intended. However, it is possible that the faulty cell pair and the high max error found during testing contributed to the reported event. The reported no power was not confirmed; however, it is possible that the faulty cell pair and the high max error found during testing contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.